Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. It was noted the proglide device may have also been used in a subclavian/axillary artery access. It should be noted that the electronic perclose proglide instructions for use (IFU) states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the reported instructions for use (IFU) deviation contributed to the reported difficulties. The patient effect of death is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B7: corrected other relevant history. H10: medical device problem code 2993 removed. H11: additional manufacturer narrative: revised.

Event description:
Subsequent to the initially filed report: it was reported this was a retrospective; multicenter study observing alternative access for transcatheter aortic valve implantation (tavi) procedures. Between march 21, 2018, and december 31, 2023, 207 patients underwent a tavi procedure with a subclavian/axillary artery access site. In all 207 patients, a proglide device was used to close the access site. It was noted the proglide device may have also been used in a subclavian/axillary artery access. The article indicates the proglide device may have caused or contributed to death, stroke, bleeding, medical intervention and surgical intervention. The article concludes by stating this is a viable way to perform a tavi procedure and can be performed under conscious sedation with no detriment in terms of clinical outcomes.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. The patient effect of death is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under a separate medwatch report. Article tilted "transcatheter aortic valve implantation via percutaneous axillary access-a UK registry".

Event description:
It was reported this was a retrospective; multicenter study observing alternative access for transcatheter aortic valve implantation (tavi) procedures. Between (B)(6) 2018, and (B)(6) 2023, 210 patients underwent a tavi procedure with a subclavian/axillary artery access site. In all 210 patients, a proglide device was used to close the access site. However, the proglide device may have caused or contributed to death, stroke, bleeding, medical intervention and surgical intervention. The article concludes by stating this is a viable way to perform a tavi procedure and can be performed under conscious sedation with no detriment in terms of clinical outcomes. Details are listed in the article, titled "transcatheter aortic valve implantation via percutaneous axillary access-a UK registry."